Manufacturer narrative:
Correction: section d - manufacturer information was corrected. The manufacturer information should have been "st. Jude medical, inc.(crm-sylmar)" instead of "st. Jude medical - neuromodulation (puerto rico, llc)" which was selected in error.

Manufacturer narrative:
Final analysis reveals that once the device was received, it displayed normal device characteristics upon the first stage of analysis. Furthermore, the device image was saved and analyzed, no discrepancies were noted. After all electrical tests performed, including thermal and mechanical, the device continues exhibiting normal device characteristics. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Correction: section g - site name and information corrected/updated.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was congestive heart failure.